Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment and on her arms. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed fluticasone propionate cream .5% & clairton for the skin irritation. Outcome of the skin irritation is unknown.